Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via medtronic social media instagram posting low blood glucose. It was reported customer's blood glucose was 44 mg/dl at the time of incident. Customer also had blood glucose level of 294, 182 and 64 mg/dl. Trouble shooting was not perform as not enough information was present to locate customer account. The insulin pump will not be returned for analysis.